Event description:
"Shortly after implant appeared to be getting too much medication, showing overdose symptoms". The patient had undergone intrathecal screening trial with positive response at 50 mcg bolus of lioresal. At implant, lioresal 500 mgc/ml was injected into the pump, a priming bolus and 75 mcg/day in simple continuous mode was programmed. Specific symptoms were not reported.

Manufacturer narrative:
B5 - the hcp reported "obtundation". The pump was stopped; emptied reservoir. The lioresal was sent for analysis - "concentration was appropriate. My suspicion: combination of dilaudid for pain with the baclofen led to the problem. The patient recovered without sequela.